Event description:
It was reported that during an unrelated service, the cardiosave intra-aortic balloon pump (iabp) had a front end board pin bent. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Fse replaced the front-end board during field action after discovering a bent pin tested unit on the attached field action service order. No patient involvement and no harm reported. The defective components were received for further investigation. The following was performed by sr. Service technician of the maquet failure analysis and testing dept. Wayne. The failure analysis and testing department received the part htc with a reported unit failure of a bent pin discovered during fa so. The fat dept. Performed a visual inspection and observed a bent pin on the received front end board. Due to the damaged pin on the received board, it cannot be installed and investigated any further. Retaining the front-end board in the failure analysis and testing department per procedure. The nonconformances with the returned components were confirmed. However, the root cause, or the most probable root cause, is impossible to define.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Fse replaced front end board (d670-00-1164) during field action after discovering bent pin tested unit on attached fi2249723-2024-0004366-1eld action service order. No patient involvement and no harm reported. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.